Event description:
This pt rec'd inappropriate shocks. The physician chose to explant this lead along with the ICD and was retained by the hospital. Should add'l info become available, this file will be updated.